Manufacturer narrative:
Investigation in process.

Event description:
During procedure, computer board for the water went out. System would not fill or maintain water. Case was cancelled.

Manufacturer narrative:
Field service engineer reported "the power to the water pump was found to be faulty from the water controller, stopping water pump functions". The most likely cause is an intermittent fault on the water control board. The board was replaced and the water system cleaned.